Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. There were crimp marks on the balloon where the stent implant had been between the markers. There was a kink in the inner member 4 mm proximal to the proximal seal. There was no other damage noted to the sds. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) when the stylet wire was removed from the stent lumen. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.